Manufacturer narrative:
The customer contacted siemens customer care center for the discordant elevated cardiac troponin (tni) result on the dimension exl instrument. Siemens headquarters support center (hsc) has completed the investigation of the incident. The returned patient sample was tested with multiple troponin reagent lots. The issue was limited to a sample specific potential interferent unique to the patient. The cause of the discordant elevated ctni results is unknown. Per dimension exl tni reagent instructions for use: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. No product non-conformance was identified. No further evaluation is required.

Manufacturer narrative:
MDR 2517506-2017-00717 was also filed for the same customer inquiry. Siemens is investigating the incident.

Event description:
Discordant elevated cardiac troponin (tni) results were obtained on one patient's samples on the dimension exl system. The results were not reported to the physician. The samples had been drawn at an alternate facility ((B)(6)) where low results had been obtained on a dimension vista system. The samples had been returned to the original facility (B)(6), for investigational testing. There was no report of adverse health consequences as a result of the discordant elevated dimension tni results on the dimension exl. Patient had originally presented to (B)(6) on (B)(6) 2017 and had been transferred to the alternate facility, (B)(6), on (B)(6) 2017.